Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, a review of the shop floor paperwork could not be performed.

Event description:
It was reported that during pta treatment procedure involving dialysis access graft, balloon removal difficulties were encountered. During the procedure, the balloon did not deflate completely, and was not able to be withdrawn through a 7f sheath. The physician was able to successfully complete the procedure, but had to pull the balloon and sheath out as a unit. It was reported that there were no injuries or complications for the patient. Patient status is reported as " good".